Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. The xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was felt when the protective sheath was removed from the 2.5x28 xience alpine stent delivery system (sds). The sds was advanced to the heavily tortuous, moderately calcified mid left circumflex coronary artery and inflated to 12 atmospheres. It was then noted that the stent was not on the sds. The patient was checked for a dislodged stent with multiple cine views and oct, but the stent was not found in the patient. Another xience alpine was used to complete the procedure without further incident. When the procedure was completed, the stent was found inside the sheath. The stent had come off the sds when the protective sheath was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.